Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no damage to the battery compartment or battery cap; the yellow o-ring was not visible at the battery cap and there was no visible signs of moisture reported. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/23/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2017 with the following findings: review of the black box data revealed records of power on reset. On examination, the battery cap and battery compartment were intact and without damage. The battery cap fit securely to the pump. On investigation, the pump powered on normally without alarms or warnings. The pump was exercised for 24 hours without alarms or warnings and without any power issues. The interior components of the pump did not have any evidence of damage, defect of contamination. Investigation did not duplicate the complaint.